Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion in the right femoral artery, the balloon failed to inflate completely. The user attempted a manual inflation but it did not completely inflate when connected to the pump. The user then attempted to remove the catheter through the insertion sheath, however the catheter came apart upon removal. The balloon itself did not rupture and all pieces of the catheter and sheath were removed successfully. A 2nd catheter was inserted in the right femoral artery but at a different site than the initial arteriotomy. The balloon was able to work successfully. No patient harm or injury. The patient status is reported as "critically ill, remains in the surgical ICU following avr/mvr".

Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely was confirmed upon investigation of the returned sample. The customer returned a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. Upon return, visual inspection noted bends to the iabc at approximately 14.7cm, 24.2cm, 47.2cm and 71.8cm from the iabc distal tip. Damage to the outer lumen was noted at approximately 28cm to 39cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. During the functional inspection, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen/flex tip assembly can result in blood entering the helium pathway and an inability of the iabc to inflate. The bladder was also noted damaged, some of which was caused by the central lumen. Also, the iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not re moved per the instructions for use (IFU) and could result in damage to the device. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint was undetermined. CAPA has been initiated under teleflex's quality system by the manufacturing site to address this issue. An in-service has been requested to review the instructions for use (IFU) with the customer. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion in the right femoral artery, the balloon failed to inflate completely. The user attempted a manual inflation but it did not completely inflate when connected to the pump. The user then attempted to remove the catheter through the insertion sheath, however the catheter came apart upon removal. The balloon itself did not rupture and all pieces of the catheter and sheath were removed successfully. A 2nd catheter was inserted in the right femoral artery but at a different site than the initial arteriotomy. The balloon was able to work successfully. No patient harm or injury. The patient status is reported as "critically ill, remains in the surgical ICU following avr/mvr".

Event description:
It was reported that after insertion in the right femoral artery, the balloon failed to inflate completely. The user attempted a manual inflation but it did not completely inflate when connected to the pump. The user then attempted to remove the catheter through the insertion sheath, however the catheter came apart upon removal. The balloon itself did not rupture and all pieces of the catheter and sheath were removed successfully. A 2nd catheter was inserted in the right femoral artery but at a different site than the initial arteriotomy. The balloon was able to work successfully. No patient harm or injury. The patient status is reported as "critically ill, remains in the surgical ICU following avr/mvr".

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.